Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Corrected fields: b5. Describe event or problem

Event description:
It was reported that the patient implanted with this pacemaker experienced syncope. They were seen in the emergency department and this device was interrogated. Pacing threshold measurements were 1.4v @0.4ms but loss of capture (loc) was noted on the electrogram (egm). A threshold test was completed and at the end of the test, three beats were captured followed by 10-12 beats with no capture. The device site was palpated and no noise was noted. It was reported the patient had been in a car accident 2-3 weeks prior. An echocardiogram was completed and the right ventricular (rv) lead appeared "more mobile than anticipated". A chest x-ray was also completed and no evidence of gross lead dislodgment was noted. A revision procedure was planned to replace the device and attempt to extract the associated rv lead. Both products were explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was interrogated for a syncope. Loss of capture (loc) was noted on electrogram (egm). X-rays were performed; lead was beardly dislodged. The device was explanted and replaced.

Event description:
It was reported that this patient was interrogated for a syncope. Loss of capture (loc) was noted on electrogram (egm). X-rays were performed; lead was beardly dislodged. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.